Manufacturer narrative:
Analysis was completed. No lead anomalies found.

Event description:
It was reported a left ventricular lead was unable to be initially implanted for unknown reasons. The patient condition was unknown.